Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: "performance limited by high altitude" med lvl alarm. Altitude was no where near 25000 ft no health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "performance limited by high altitude" med lvl alarm. Altitude was no where near 25000 ft. No health consequences or impact.